Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was no fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) was explanted due to normal battery depletion. The ipg was returned to manufacturer, analyzed and subsequently, tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Battery analysis found no evidence of an internal mechanism for premature depletion. Hybrid analysis testing and evaluation demonstrated normal operation with nominal current drain levels and functionality. No hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.